Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 11/18/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a visual inspection of the pump showed that the battery compartment was cracked. The pump failed a leak test at the battery compartment. The pump cover was opened and moisture was found inside the cover, on the printed circuit board, transceiver, and the batter canister. Unrelated to the complaint, the display screen was dim and discolored. Additionally, the pump case was cracked near the top right corner of the display lens. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.